Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. Upon interrogation, stored episodes of auto mode switch due to noise were noted on the atrial lead. The lead was capped and replaced during routine device change out procedure.